Manufacturer narrative:
Concomitant medical products: product ID 9775, serial# (B)(6), product type recharger. Product ID 97745, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a no device found message and the rtm was scrapped after failing testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that over the last few days the charger has not been working and has gotten progressively worse. Charging the patient's ins was slower and the recharger telemetry module (rtm) could not find their implant a couple times, the 'no device found' screen was seen. The part of the rtm cord where it goes into the paddle was getting very hot. A replacement rtm was sent to the patient. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated. Additional information was received from a patient on (B)(6) 2020. It was reported that they received a new recharger cord and was able to connect and charge their implantable neurostimulator (ins). The patient stated that they were able to get their ins charged up to 40% and then the controller screen went blank. It was also reported that the patient¿s controller would only come on with the ac power cord plugged in. The patient mentioned that they plugged the controller into the ac power supply and the screen came up, which showed that the controller battery was charged to 90%. The patient stated that as soon as they unplugged the ac power cord from the controller, the screen went blank again. It was noted that the connection for the battery might have been lower. The patient was redirected to the repair department and a replacement controller was requested. No further complications were reported or anticipated.